Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were 183mg/dl (meter), 131 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 40%. Pt did not experience any adverse events. No further information has been reported.